Manufacturer narrative:
(B)(6). Device evaluated by MFR: returned product consisted of a coyote balloon catheter with the v14 guidewire in the lumen. The balloon is loosely folded. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The shaft is kinked in numerous locations. The tip is damaged. The shaft is buckled in numerous locations restricting the movement of the wire. The balloon catheter and wire were soaked in a water bath of warm water for a few days in an attempt to remove the guidewire. The v14 guide wire could not be removed from the coyote balloon catheter due to the extensive shaft buckling. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that catheter entrapment on guidewire occurred. The highly stenosed target lesion was located in the moderately tortuous and moderately calcified left arteria tibealis posterior artery. An attempt to advance the 3.0mm x 80mm x 150cm coyote over the 300cm v-14 control wire was made; however the catheter stuck on the wire and the balloon looked like an accordion. The catheter and guidewire were removed together as one unit. Another of the same catheter and guidewire were used to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter entrapment on guidewire occurred. The highly stenosed target lesion was located in the moderately tortuous and moderately calcified left arteria tibealis posterior artery. An attempt to advance the 3.0mm x 80mm x 150cm coyote over the 300cm v-14 control wire was made; however the catheter stuck on the wire and the balloon looked like an accordion. The catheter and guidewire were removed together as one unit. Another of the same catheter and guidewire were used to complete the procedure. No patient complications were reported and the patient's status is fine.